Manufacturer narrative:
Concomitant medical products: item #: 00-8775-012-36, item name: biolox delta taper liner, kk 36, lot #: 2859543; item #: 00875705601, item name: continuum tm shell clust 56 kk, lot #: 63203487; item #: 0106010002, item name: avenir muller stem 2 standard, lot #: 2817436. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. An e-mail requesting the following additional information was sent on april 17, 2019 to the appropriate representatives. Any device identification(s) and control number(s) used (ref; lot); - the ref and lot numbers of the cup, head, insert and the second insert. The availability of the affected product(s) (non-availability with a rationale). Clarification to the nature and details of the event ¿ were there two fractures or did the insert fracture in two places? Exact event date of both events. Was the surgeon able to complete the surgery with another device? Implant and explant dates (one of each is provided, a second of each is needed. Please also confirm the given implantation/explantation dates on the report). Surgical report. Implantation report. Revision report. Other reports (specify). All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Hospital and surgeon name. Patient dob, weight, height, bmi and all relevant history. Did a delay in the procedure over 30 minutes occur due to this event? O time surgery was extended, were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy). Was the surgical technique for the product utilized? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event (same patient): (B)(4).

Event description:
It was reported that the patient underwent to revision surgery due to fracture of the insert.

Event description:
Please void this report from your database, as the item# 00-8775-036-02 lot# 2870268 has been moved to associated products as it was not actively involved in the mentioned complaint.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: please void this report from yopur database, as the item# 00-8775-036-02 lot# 2870268 has been moved to associated products as it was not actively involved in the mentionned complaint. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).